Manufacturer narrative:
Pump passed functional testing, including the operating currents test,self test, restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the pump is chipped at the reservoir compartment. The customer's blood glucose reading was 250 mg/dl at the time of incident. Troubleshooting found that the o ring is missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.